Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor. No broken parts were observed during our analysis. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's mother stated that she put a sensor in her daughter and did not know where the strip went when she pulled it out. She did not know where the gold foil would be and if the gold piece is still inside her. Customer stated that her daughter bleed a little more. Customer kept losing transmission through the warm up a couple of times. Customer then removed it for 3-4 hours. The green light did not blink when the transmitter was connected to the sensor. The customer was advised to go to the emergency room if she is more comfortable.